Event description:
It is reported that when checking the pt's flexion/extension, a loud crack was heard. When revised, it was found that the articular surface had come apart and the locking screw was loose. Implant date is unk. Revision date was 2008.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.